Event description:
Reportedly, since (B)(4) 2013, the recorded egm episodes showed ventricular oversensing with many artifacts and inappropriate shocks. A lead rupture was suspected. The ICD involved in this report was explanted and will be returned for analysis but the ICD lead (sorin isoline lead sn (B)(4) - complaint (B)(4)) couldn't be extracted due to fibrosis. The ICD and the ICD lead were replaced.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.